Event description:
During an arthroscopic shoulder procedure, the physician used the quantum 2 surgery system and an ambient super turbovac 90 arthrowand. Intra-operative, the quantum 2 stopped working and displayed a "connect wand" message. The wand was disconnected and reconnected by the operating room staff; however, the problem persisted. A new ambient super turbovac 90 arthrowand was opened and connected to the quantum 2 but went unrecognized by the machine. The quantum 2 was then rebooted. Upon start up, the physician noted the lcd screen was blank. The procedure was ultimately completed using a shaver. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were not available. The serial/lot number was not provided by the rptr; therefore, no mfg or expiration date can be provided. Reference MFR reports: 3006524618-2012-00145 and 3006524618-2012-00146.